Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. On (B)(6) 2025, during the port placement procedure, there was a crack allegedly noted in the catheter. On (B)(6) 2025, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x port isp. On (B)(6) 2025, during the port placement procedure, there was a crack allegedly noted in the catheter. On (B)(6) 2025, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was observed to the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned. A complete circumferential break was observed to the proximal end of the distal catheter segment that was elliptical in shape. Two partial compound breaks and a split were observed to the distal catheter segment. The edges of the complete circumferential break on the distal and proximal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other. Small splits were noted on the edges of both regions. The edges of the first partial compound break on the distal catheter segment were noted to be jagged. The surface was noted to be round and smooth in both regions. Splits were noted on the edges of both regions. The edges of the second partial compound break on the distal catheter segment were noted to be jagged. The surface was noted to be round and smooth in both regions. Splits were noted on the edges of both regions. The edges of the split on the distal catheter segment were noted to be jagged. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation, naturally worn and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, d4 (medical device catalog #), g3, g4, h3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.